Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of ink spots with moisture failure found during investigation. This report is processed under exemption number (B)(4) . This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a ink spots w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 18-18 years of age and between 0 and 0 pounds. Of the reported patients, 1 were male, 0 were female, and 0 were unknown.